Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Unable to extract data. The sensor was sent for further investigation and de-cased. Extended investigation was performed on the returned de-cased sensor and did not observe any evidence of misuse, no contamination, damage, or solder issues were observed on the returned pcba (printed circuit board assembly). The returned battery was measured, and results were not within specification. Attempted to re-program returned sensor to perform current consumption test to determine how much current is being drained from the sensor, observed device event log full message followed by nfc (near field communication) command error due to unable to activate the sensor - event log full message will prevent the sensor from being re-programmed. An event log full message would prevent from monitoring the sensor's current consumption when in on and off states. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.